Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 265 mg/dl. The customer¿s current blood glucose was 498 mg/dl. The customer treated high blood glucose with manual injections and insulin pump. The customer experienced symptoms like difficulty in breathing. The drive support cap was normal. Assisted customer with performing the high pressure test. Test result was no alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The no delivery alarm functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.